Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to control unit leakage from which fluid invaded the scope connector during user handling. That caused an abnormality of electrical parts and the suggested event temporarily occurred. The user may be able to detect the suggested event by handling device in accordance with the following instructions for use (IFU): -inspection of the endoscopic image. The user may be able to reduce / prevent occurrence of the suggested event by handling device in accordance with the following IFU: "-do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. -perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated, and the reported issue of the e315 error message was a sporadic failure. The failure could not be confirmed, but its occurrence was likely. Additional issues were identified during the device evaluation: due to a crack on the switch box, water tightness was lost; the control unit had corrosion due to water leakage; the universal cord had a scratch; the scope connector cover unit had a scratch; switch 1 had discoloration; and due to corrosion on the plug unit, the image was not displayed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that during preparation for a diagnostic enteroscope procedure, the evis lucera elite colonovideoscope displayed error code e315 (scope error). The intended procedure was completed successfully with the similar device. There were no reports of patient harm associated with this event.